Manufacturer narrative:
Only event year is known, 2020. This report is for an unknown nail head elem: tfna lag screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Picture review: narrative (tfna screw migration) could be verified from provided x-rays. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, that the trochanteric femoral nail advanced (tfna) screw appeared to be sliding post-op. The patient received the tfna implant on (B)(6) 2020 on a central fracture. The tfna screw was locked staticky but was reported to be sliding. As of now, there was no planned intervention or removal of tfna devices. The patient outcome is unknown. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity 2), nails: tfna (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown nail head elem: tfna lag screw. This is report 2 of 2 for (B)(4).